Manufacturer narrative:
Device analysis report attached. This report is submitted on january 13, 2022.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was treated with oral and topical antibiotics (date and duration not reported); however, the issue could not be resolved. Hence, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 30, 2021.